Manufacturer narrative:
At the time of this investigation the device history record could not be verified as a lot number was not provided. No sample was returned for investigation. Without a sample, the defect cannot be confirmed and a root cause cannot be determined. Based on the description in the complaint the following are potential root causes: low or uneven silicone on the rubber tip or in the barrel. Occluded or partially occluded cannula. Improper user techniques like drawing too quickly or not exercising the plunger which helps to evenly redistribute silicone and makes the plunger action easier. Based on the investigation, there is a material verification processes. The (B)(4) materials must pass an inspection and certification review before release to the floor for production. The manufacture of all molded, printed, assembled, and packaged product is conducted within a validated process inside a controlled manufacturing area. The critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications and molded components are visually and physically tested for adherence to the quality inspection standard. Personnel are trained and certified in the operation of the molding, assembly, packaging equipment, product evaluation, and documentation requirements. Procedures and standard work instructions exist for the set-up, operation, and maintenance of the molding machines and assembly machines. Cleaning and maintenance requirements are defined and implemented to ensure continuing process capability. The plunger is exercised during the assembly process to redistribute the silicone in the barrel and on the rubber tip. Periodic audits are conducted to ensure the quality of barrel inner dimension silicone lubricant is within specification limits. Process inspectors are required to conduct visual and physical inspection of the product and packaging to the quality inspection standard at prescribed intervals during manufacturing of all lots and shop orders. No product can be released unless the required aql has been met per specification. A lot cannot be released unless it passes specification requirements. The lot number is not known, therefore the no trend in complaints for this lot number. There is no other action take at this time, however, we will continue to monitor the trend of this type of incident.

Event description:
It was reported that the plunger in the tb syringe/101011 from the ophthalmology retina pack sey30rtohd was allegedly sticking and caused an injury. No further information or patient demographics were provided.